Manufacturer narrative:
The insulin pump received with constant failed battery test alarm after inserting the battery due to moisture damage on electronic assembly. It had moisture damage on motor assembly. No blank display noted during testing. We were unable to perform functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, unexpected restart test and all operating current test due to constant failed battery test alarm after inserting a battery. The insulin pump was received with minor scratched display window, cracked at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got wet and has a blank display after a battery change. The customer's blood glucose reading was 42 mg/dl at the time of incident. Troubleshooting found that the pump had moisture under the lcd screen. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.